Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. Article citation: rino y, aoyama t, maezawa y, hashimoto I, sawazaki s, kazama k, numata m, tamagawa h, sato t, yamada t, oshima t, saito a, yukawa n. Does intestinal peristalsis cause suture failure after instrument suture? In vivo. 2023 jul-aug;37(4):1886-1889. Doi: 10.21873/invivo.13281. Pmid: 37369506; pmcid: pmc10347923.

Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿does intestinal peristalsis cause suture failure after instrument suture?¿ (rino, y., et al., 2023) ¿ the following events were reported. A retrospective review of the videos from the da vinci assisted gastrectomy with lymphadenectomy from 2015 to 2021 were performed. A total of 49 patients who had been diagnosed with clinical t1n0m0 gastric cancer and didn't receive neoadjuvant therapy were included. No intra-operative complications were reported in any of the cases. There were three patients developed post-operative complications which includes duodenal stump fistula in one case, and two intra-abdominal abscess (suspected billroth-I reconstructive suture failure). According to the article, the complications are significantly more frequent in cases with duodenal peristalsis, which were all observed during the procedure. Peristalsis was defined as the repeated contraction and expansion that was clearly visible three or more times in a row. It was hypothesized that duodenal peristalsis would apply extreme tension on the stapler, and to twist and apply pressure to the stapler. No malfunctions of da vinci systems, instruments or accessories were mentioned in the article. Multiple attempts have been made to obtain additional information, but no additional information is available.